Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explanting physician reported left side "implant defect, was removed in several parts". The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, and red particles in the shell. A visual and microscopic analysis was performed which identified striated broken on anterior. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Explanting physician reported left side "implant defect, was removed in several parts". The device was explanted.